Manufacturer narrative:
A bench service engineer (bse) evaluated the device on 26mar2025 and confirmed that a low leak co2 rebreathing risk alarm was occurring, with the air showing -3.5 slpm when set to 0. The bse determined that a replacement flow sensor assembly was required. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the issue. While troubleshooting, it was noticed that the average air was reading -3.5 standard liters per minute (slpm). It was recommended to replace the flow sensor assembly (fsa), and the part information was provided. The customer called back and requested service at a bench service center. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received from the customer, it was provided that the ventilator was not in use on a patient at the time of the event. The alarm occurred during pre-use prior to a patient being put on the ventilator.

Manufacturer narrative:
On 11/12/2025, a field service engineer (fse) went to the customer site and replaced the flow sensor assembly (fsa). Following the completion of part replacement, the fse completed a performance verification test (pvt), confirming that the damage issue had been resolved and that the device could be returned to clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.